Event description:
During the procedure, it was reported by the surgeon that the passive tibial reamer did not fit in the trial baseplate. The surgeon had to use the lug drill to open the bone canal, then the metal cased tibial reamer and the all poly reamer.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the jts extendible distal femoral implant (k133152).

Manufacturer narrative:
The hospital in question had an instrument kit on consignment. No kit was supplied with this distal femur jts. The instrument kits have different types of reamers. The reamer to which the complaint refers was not returned to stanmore implants worldwide (siw) for evaluation. Siw is unable to determine whether the right reamer was used by the surgeon. It is also the responsibility of the hospital to correctly maintain instrument kits on consignment. No root cause has been determined for this complaint. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Distal femur implant corrected to limb salvage system.

Event description:
During the procedure it was reported by the surgeon that the passive tibial reamer did not fit in the trial baseplate. The surgeon has to use the lug drill to open the bone canal, then the metal case tibial reamer and the all poly reamer. This is a supplemental report to 3004105610-2014-00166 ((B)(4)).